Event description:
It was reported that a large volume folfusor leaked fluid outside the bladder. The leak was identified after the device was filled with 243 ml of fluorouracil, during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14j017 was manufactured september 5, 2014-september 6, 2014. The device was received for evaluation. Visual inspection and flow testing was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.